Event description:
It was reported by a patient advocate that they had heard of nine cases of staphylococcus aureus infections potentially related to boston scientific devices. The advocates affiliated medical facility verified that to date, their facility has implanted fewer than nine patients with boston scientific stimulation devices. These events, including the affected patients and specific devices, have not been confirmed. Despite good faith efforts, no further information or confirmation of these cases has been obtained.